Event description:
It was reported that the zimmer skin graft mesher was not working properly, the unit there seemed to be some damage in the mesher. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 03/02/2011 and was sent to zimmer (B)(4) for the initial repair. Evaluation of the device observed that the comb was bent. It was also noted that the screw on the handle that holds the gear in, was replaced with a hex head screw. The customer return cutters both of which did not meet test mesh criteria and were sent back to the customer as non-repairable. Prior to repair, the test mesh could not be performed due to the bent comb. Repair of the device included replacement of the comb, cap nuts, shoulder bolts and belleville washers. Lack of preventative maintenance most likely caused the bent comb, which most likely caused the customer's reported event. The device was serviced and returned to the customer.